Event description:
A 2.5 mm diameter x 18 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a left main/circumflex lesion. Lesion morphology was reported to be severely calcified. The lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion when he met with resistance. It was reported that the stent caught on a calcium and dislodged. The physician was unable to remove the un-deployed stent. The un-deployed stent was apposed to the vessel wall with another manufacturer's stent. The pt is good. Please note that this devicei s distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Secondary intervention.